Event description:
It was reported that during an inspection of the external pulse generator (epg), the biomedical engineer discovered that the ventricular output connector was broken. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during an inspection of the external pulse generator (epg), the biomedical engineer discovered that the ventricular output connector was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper and lower cases were broken as was one side bail cover, that the ring cover was contaminated and that the ring bail was bent. (B)(4).

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.